Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. The customer blood glucose (bg) level was impacted however a specific value was not provided. The customer believes they went to the hospital for the elevated bg level and diabetic ketoacidosis. The hospital staff assisted the customer with the high bg level using fluids and insulin intravenously. Review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device.

Manufacturer narrative:
In addition to what was initially reported.